Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. It was confirmed that there was no power to the mobile view station (mvs). It was discovered that the cause of the reported issue was that the power line fuses were open. The fuses were replaced and the issue was resolved. No parts have been received by the manufacturer for evaluation. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system would not power on. No additional details were provided.

Manufacturer narrative:
The o-arm system din rail assembly was returned for in house evaluation by the manufacturer. It was found to be fully functional during testing. Unable to confirm reported complaint, " mvs will not boot." Material presented: (B)(4) two fuses were returned. Both fuses 15a/ 250v, both fuses are blown. Before applying 21vdc between contacts 7 and 10, 9.5 ohms was measured. This is as expected. Energized, there is an audible click as the relay closes and between contacts 7 and 10, 0.02 ohms was measured. This is as expected. No problem found with assembly. Blown fuses caused event.